Event description:
It was reported that the bumper broke in half while impacting. No injury to patient, no delay to case, an sn backup device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device is broken in half, rendering the device inoperable. The device was manufactured in 2015 and shows signs of extensive use. A medical investigation was conducted and per complaint details, the bumper broke in half during impacting. No patient injury or surgical delay was alleged and reportedly the procedure was completed with a s+n backup device. Based on the provided complaint information of no patient injury or delay, no further medical assessment is warranted at this time, as the patient impact beyond a modified surgical procedure using the backup device would not be anticipated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.